Manufacturer narrative:
(B)(4). Batch # unk. See attached medical records. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that: ¿received notice of claim which states claimant underwent laparoscopic repair of hiatal hernia and laparoscopic sleeve gastrectomy at mercy hospital. The only product reference is in the 3/26/2019 operative report which references a ¿gia stapler¿. Approximately two weeks later, patient underwent endoscopy and repair of ¿10 mm fistula in the proximal staple line.¿ this was repaired with placement of a ¿7 fr x 5 cm double pigtail stent¿ under fluoroscopic guidance. No further treatment records are provided to reflect current patient condition.